Event description:
The patient was admitted for a procedure in 2008 with a 75% de novo lesion in the mid left anterior descending branch. A 3.0 x 18mm cypher was delivered to the lesion by direct stenting, as the vessel was not calcified. The stent delivery system was inflated to 14atm at the lesion and the stent was implanted. Then, the stent delivery system was pulled slightly to the proximal end and inflated again at 14atm. However, the physician found contrast medium to be leaking and the blood was flowing into the inflation device. Because the stent was already implanted at the target lesion, the procedure was finished. The stent was post-dilated, however, the reason is unknown.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.